Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were experiencing high blood glucose levels and blank display. Customer¿s blood glucose at the time of incident was 456mg/dl. Customer did not want to troubleshoot for high blood glucose value. The customer was assisted with troubleshooting and the display did not return. Insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received with currents in specification. No blank display. Lcd board okay. No unexpected watchdog timeout alarm. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.